Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a possible flipped pump. A pocket revision is planned for (B)(6) 2021. The company representative not have information on how/when this happened or if there were any side effects from this. The issue was not resolved at the time of the report. Additional information was received from the rep who reported that the event date of the flipped pump was unknown. It was found that the pump had flipped multiple times. A revision was performed today to suture the pump down. It was possible that the cause of the flipped pump was due to twiddler's syndrome but this was not confirmed. The flipped pump had been resolved. The patient weighed (B)(6) pounds and had a medical history of previous back surgeries/failed back surgery syndrome.